Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as failed backsurgery syndrome and spinal pain. It was reported that the actual reservoir volume (arv) was 13.8ml and the expected reservoir volume (erv) was 4.8ml on (B)(6) 2018. No discrepancies were noted at past refills. The healthcare provider (hcp) was planning to do a dye study on (B)(6) 2018 to further investigate the volume discrepancy. The patient had a recent lithotripsy procedure. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the hcp was the initial reporter of this event. The device or therapy did not cause, contribute to, or exacerbate the need for the recent lithotripsy procedure. A dye study showed the catheter was patent and in the intrathecal space. There were no further complications reported at this time.